Event description:
Two days ago, I started to have strange smells (metallic in nature). Also tasted same after a few more hours. Took a short nap and woke up in horrible pain that my pump had been holding at bay via morphine infusion. Took the ptm and tried to give a bolus and nothing. Noted refill date had changed without being programmed. After some research, I found that this was a sign of major pump failure. Unable to locate my doctor that implanted at this time and emergency room dept can do nothing for withdrawal symptom the pump was controlling. Trying to fine a doctor that will remove pump.